Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of atypical low voltage and power cable disconnect alarms were unable to be confirmed. The event of a dim pump running led was unable to be confirmed due to the controller not being returned, nor any photos submitted of the led. The heartmate 3 system controller serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 3 days ((B)(6) 2023 per timestamp). Routine low voltage and power cable disconnect alarms were active in the log file. The alarms activated due to normal battery depletion and routing power source exchanges. There were no notable alarms active in the logfile pertaining to the reported event. Pump operation was not affected, and the device appeared to function as intended. Additional information provided on 03oct2023 stated that the low voltage alarms resolved via the controller exchange and the cause of the power cable disconnect alarms is unknown. No products will be returning. The root cause of the reported events was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect and low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient reported an alarm that lasted a couple of seconds on (B)(6) 2023 at 01:40:00. The system controller history showed low voltage alarms and power cable disconnect alarm at that time. System controller was exchanged because the pump-running symbol was extremely dim, and the issue resolved. The low voltage alarm resolved following the system controller exchange and power cable disconnect alarms resolution is unknown. It was noted the pump is functioning as intended. Related manufacturer reference number: 2916596-2023-07175 mobile power unit.

Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.